Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) reported that the customer's biomedical engineer was able to reproduce the reported failure by leaving the iabp on for extended periods. When the getinge fse evaluated the iabp unit , he had a similar experience with the same symptoms, so the fse opted to replace the solenoid driver board. The fse left the iabp unit on to see if the it would shut down. The customer's biomed installed their trainer on the iabp and a test balloon. Ran the iabp for three days and the iabp unit did not shut down. The fse returned to the site to complete service on the iabp, and performed blood back adjustments, all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) shuts down intermittently. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.